Event description:
During initiation of chemotherapy, while nurse hanging bag, the chemotherapy spilled on nurse. Phaseal infusion adapter dislodged from bag allowing the leakage (approximately 50 mls leaked from bag).======================manufacturer response for phaseal infusion adapter, phaseal infusion adapter (per site reporter)======================the representative will report to manufacturer and who will try to replicate failure. Representative has offered inservice training which will be offered and provided to hospital nursing and pharmacy staff.